Manufacturer narrative:
This report is submitted on june 13, 2023.

Event description:
Per the clinic, the patient underwent revision surgery under general anesthesia on (B)(6) 2023 in order to reposition the implant due to incorrect electrode placement. The implanted device remains.